Manufacturer narrative:
The field service engineer repaired bent probe tubing and adjusted the probe belt. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tpo on a cobas e411 disk. The sample initially resulted in an anti-tpo value of > 600 iu/ml and it repeated as 26.83 iu/ml. The second value was considered correct.

Manufacturer narrative:
The serial number of the (B)(6) analyzer is (B)(6). The investigation is ongoing.